Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the hospital is applying its own protocol for device/water maintenance. It was learned that the device was not cleaned and maintained regularly per the instruction for use and that it was placed outside the operating theater during use. In addition it was learned that the h2o2 level is not checked. All deviations from device instruction for use may have led to the reported contamination.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. Customer requested deep disinfection to solve the reported contamination.there is no known patient involvement.